Event description:
After approximately ten years of successful device use, this patient complained of poor sound qualtiy that could not be resolved with reprogramming. Although results of a device integrity test were consistent with normal function, a device malfunction is suspected. The patient has elected to receive a new cochlear implant in contralateral ear.